Event description:
The customer reports that the molded connector (insulation part) is receeding exposing the internal wires. The customer is concerned with the potential hazard.

Manufacturer narrative:
The forceps cord wires were partially pulled out of the over molded plug. This condition appears to be a result of the customer disconnecting the forceps from the generator by pulling on the cord rather than grasping the overmolded plug. The instructions for use will be changed to recommend to customers to remove the forceps by grasping the overmolded plug.